Event description:
During a laparoscopy for an ectopic pregnancy, the surgeon used the ebf01 forceps to coagulate bleeding tissue on the mesosalpinx. The epf01 was also used to remove the ovary along with the ectopic in the tube. The ebf01 was connected to a valleylab generator and set at 60 watts. Hemostasis was achieved and the surgeon states he observed the area as he lowered pnuemo pressure, removed the trocars and there was no bleeding. The pt had post-op bleeding and had to be returned to the or several hours later. The surgeon opened the pt and found the mesosalpinx bleeding. He tied off the bleeder with suture. The surgeon is accustomed to using the wolf red generator with the kleppinger so he can watch the meter to know when the tissue is coagulated.